Event description:
I was using a respironics dreamstation that has been recalled. I had routine blood work on (B)(6) 2020 and a cbc revealed lymphocytosis. At the advice of my hematologist, I had flow cytometry that confirmed presence of a b cell lymphoma. I had a subsequent bone marrow that was consistent with lymphoma. I am under the care of a hematologist. I was not aware of the respironics recall until (B)(6) 2021. The dreamstation was upgraded to a dreamstation 2 around (B)(6) 2021 before the recall was made public because I was eligible for a new device through my health insurance. I still have the recalled device but do not use it. My hematologist believes this is a marginal zone lymphoma and has not recommended chemotherapy at this time. I am getting blood work periodically. FDA safety report ID# (B)(4).